Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected reservoirs, snap cap and septum for anomalies, none were found. Occlusion test performed within specifications, reservoirs filled with diluent and connected to a new infusion set. Reservoir and connector installed into an insulin pump. Performed manual prime on insulin pump observed that fluid was flowing through infusion set and out catheter tip. Reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump displayed a no delivery alarm. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.